Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, there was an untreated episode recorded by this subcutaneous implantable cardioverter defibrillator (s-ICD) that showed potential oversensing. Data was sent to boston scientific technical services (ts) for additional assistance. A ts consultant discussed that there was an artifact noted on the electrogram that led to a baseline shift which then caused the oversensing. The artifact was then resolved and the charge was diverted. Additional review of the electrograms recorded during defibrillation threshold (dft) testing, some artifacts were noted but they did not result in any issues with therapy delivery. The most recent follow up data showed appropriate sensing and no other stored episodes. The ts consultant discussed what could have caused the artifact (noise) and additional troubleshooting to perform when the patient is seen again to see if it can be recreated. No adverse patient effects were reported. The s-ICD system remains implanted and in service.